Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and the complaint observation of high line pressures was not confirmed. Visual examination, functional testing and dimensional testing were performed on the returned device. No kinking or other obvious damage was found on the returned device. The outer dimension at the distal section of the cannula was within the acceptable range per edward¿s specification. The flow rate the returned device exhibited during testing complies with the design requirement. A crack measuring 0.5 inches long in the connector and ink marks on the outer surface of the cannula were identified. The crack and the ink marks are not related to the complaint observation and cannot be conformed to be a manufacturing defect. Neither a product deficiency nor a manufacturing defect was identified. Based on the information received, a definitive root cause could not be determined. The complaint trend was assessed and found to be in control. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported that elevated pressures were observed while this 20 fr aortic perfusion cannula was used for cardiopulmonary bypass for a typical cardiac surgical procedure. There was no difficulty inserting the subject device. Shortly after insertion of the cannula, the pressure in the bypass circuit was 50mmhg higher than usual. The customer checked the circuit and the cannula for possible kinks or positioning problems of the device but was unable to identify the cause of the elevated circuit pressure. The cannula was exchanged to another aortic perfusion cannula model one size larger and the problem resolved. There were no patient complications reported.

Manufacturer narrative:
Device evaluation is pending. A review of the device history record (DHR) could not be performed. Through follow-up with the customer, it was learned the lot number was not known. A supplemental report will be filed when evaluation is complete.